Manufacturer narrative:
Document review performed on 17-may-2018: lot 65614k: (B)(4) items manufactured and released on 04-april-2018. Expiration date: 2018-10-21. No anomalies found related to the issue. Other item involved: myknee femur distal cutting block - CT -- gmk - left medial - size 3+ reference (B)(4). Lot 65615k: (B)(4) items manufactured and released on 06-april-2018. Expiration date: 2018-10-21. No anomalies found related to the problem.

Event description:
After the patient was put under anaesthesia, the agent noticed that the wrong myknee blocks were in the case. The surgeon rescheduled the case to a later date. The blocks brought in error were for the surgery with patient (B)(6) that were supposed to be for the patient (B)(6) who is scheduled on (B)(6).